Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be missing and indicated a data log corruption. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support determined a pump reset occurred. Reportedly the customer has manual injections available as alternate insulin therapy.